Event description:
It was reported by user facility in 2007 that two days earlier, they had intubated a pt and attached a pedicap to verify tracheal intubation. After six breaths the color of the pedicap changed from dark purple to a lighter purple, but never went to tan or yellow. The pt was extubated based on no color change, reintubated and using the same pedicap did not change color. A different pedicap was used and it started changing from purple to yellow as designed.

Manufacturer narrative:
Reporter uncertain of the lot number of device. There is no product available for return. Reporter stated that the pt was having perfusion issues and questioned if that could account for failure to change color. By the time the pt was intubated for the third time the pt had been ventilated for several minutes and perfusion was being assisted with chest compressions.